Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a transmission anomaly was noted and an implantable cardioverter defibrillator reading was missing. Initially it was unknown if the anomaly occured due to the transmitter or the device. A replacement transmitter was used however the device was unable to be interrogated with many attempts. Due to a possible rf chip issue and/or premature battery depletion, the device was explanted and replaced on (B)(6) 2019. The patient was stable throughout.

Manufacturer narrative:
Communication failure and premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.